Event description:
It was reported that the surgeon tried to implant the screw with the help of the 5 k-wires diameter 0, 9mm supplied inside the ancillary kit (B)(4), but the diameter of the 5 k-wires was too big for the hole of the screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated device is (B)(4) kirschner wire 0.9mm / l70mm marked, tips trocar lot number unknown.